Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system catrx aspiration catheter (catrx) and a guidewire. During the procedure, while advancing the catrx over the guidewire, the physician experienced resistance and subsequently, the catrx kinked. Therefore, the catrx was removed. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same guidewire. There was no report of an adverse effect to this patient.